Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effect failure to delivery mitraclip to the intended site as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip instructions for use states: maintain the clip above the leaflets until ready to grasp to minimize the risk of clip entanglement in the chordal apparatus. Clip entanglement may result in cardiac injury, worsening mitral regurgitation, difficulty or inability to remove the clip and conversion to surgical intervention. All available information was investigated, and the reported entrapment of device appears to be due to user error (improper or incorrect procedure or method). The reported foreign body in patient appears to be due to the reported device entrapment. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This will be conservatively filed for clip entanglement in chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. One mitraclip was implanted successfully. A second mitraclip was advanced and the clip delivery system (cds) was intentionally steered below the valve and the m-knob was released a bit. It is believed that it was at this point the clip got entangled in the chordae. Although it was not possible to retrieve it into the left atrium, troubleshooting attempts were made to remove the clip from the chordae. The clip was pulled back, and although it was not freed from the chordae, both leaflets were grasped successfully and the clip was deployed lateral to the first clip. Post procedure mr was reduced to 3. There was no clinically significant delay in the procedure. No additional information was provided.